Manufacturer narrative:
The problem was due to use error (the operator didn't screw well the fiber connector). We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.